Event description:
8/2002, kinetikos medical was informed of the explant of a subtalar mba orthopedic foot implant 12 months after it had been implanted to address pain. No other info was made available, neither was the lag-time in reporting this event explained.